Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 11, 2022.

Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 for unspecific medical reasons. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.